Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted . The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2003 due to incontinence. It was reported that following insertion the patient experienced pain, extrusion, urinary problems, fistulae and dyspareunia. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced difficulty with urination, frequent urination and nocturia.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced atrophic vaginitis, mixed incontinence, vaginal irritation, urgency and vaginal dryness.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced atrophic vaginitis, mixed incontinence, vaginal irritation, urgency and vaginal dryness.

Manufacturer narrative:
Corrected information. Additional narrative: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2003 and tvt was implanted. It was reported that following the procedure patient experienced infection. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018